Event description:
The pt reported pain near the pocket site. The physician believed that the pain was due to the pt having an acid reflux-like sensation in the stomach. The pt's system was explanted.